Event description:
A healthcare professional reported that two system messages were displayed and the reflux function could not be activated during surgery. The pt's posterior chamber intraocular lens (iol) was stuck and could not be loosened. The iol had to be cut and removed from the pt's eye to complete the surgery. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).